Event description:
It was reported that, the fiber broke off in the fiber port. There was no patient involved.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the field service engineer was able to confirm the reported clinical observations of fiber break. During service of the console, the fiber was found to be broken inside the console fiber port. According to the device instructions for use: align the metal laser connector on the fiber to the fiber connection port on the laser console. Seat the metal end firmly in the connection port before rotating the connection nut, otherwise the laser might not recognize the fiber. Secure the connection by rotating the connection nut clockwise until finger-tight (purge gas may be exiting the port, ensure it does not blow the connector out of your grasp).

Event description:
It was reported that, the fiber broke off in the fiber port. There was no patient involved.